Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and / or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. Device evaluation: visual analysis of the photographs identified: red particle material on the shell and fluids.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.